Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.71 volts and the charge time was 20.66 seconds. This device was explanted and returned for analysis without allegation. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. One day post implant, interrogation showed a battery value of 1.62 v and 111 ua. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain and intermittent inappropriate measured data. This was due to a discrepant integrated circuit.